Event description:
It was reported that "the line was located in the patient and being used for dialysis, the third port was being used for vasoactive medication to support the patients blood pressure.it was noticed that the hub/port of this third lumen had become detached from the line which the medication was attached to leading to abrupt discontinuation of the medication leading to patient compromise." Additional information was requested, but was not available at the time of this report.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4). Additional information received from customer: "the patient was receiving a noradrenaline infusion via the 3rd lumen of the haemodia lysis line to support their blood pressure. Following repositioning of the patient it was realised that the patients' blood pressure had begun to fall. This led to the staff to check the noradrenaline infusion and the line where it was being infused into. It was discovered that the port where the noradrenaline was attached to was completely detached with blood leaking back out of the line the small blue clamp was slid across the line however it needed a further clamp to prevent blood flow." It was also reported that "bp dropped to a map of 40mmhg. The patient was immediately commenced on a metaraminol infusion at 12.5mg per hour following a 2mg bolus, this was ineffective with bp remaining at a map of 40mmhg. An attempt was made to re cannulate the patient with a new peripheral cannula this was unsuccessful as the patient was difficult to cannulate. The patient was administered with 0.5mls of adrenaline (1:10,000) and the noradrenaline was recommenced on the return line on the hemofiltration temporarily. The patients blood pressure then stabilised. The hemofiltration was discontinued to allow noradrenaline to be administered to the patient via one of the hemofiltration ports on the hemofiltration catheter." The catheter had been inserted on (B)(6) 2022. The right femoral vein was selected after one failed attempt at an internal jugular vein line. The patient was being dialyzed because she developed acute kidney injury and hyperkaliemia. The patient did not have an av fistula and was urinary catheterized. It was further reported that "the patient is now deceased however this was not related to this incident." The patient died on (B)(4) 2022. The patient's cause of death is reported as multiple organ failure and covid 19 pneumonia. The customer reported the contributing factors to patient's death as "treatment withdrawn following a prolong period of ventilation following an admission for covid 19 pneumonitis, patient ended up in multiple organ failure with no viable chance or recovery. Therefore, treatment withdrawn due to futility." The time interval between the luer hub separation and withdrawal of life supporting treatment and subsequent death was 12 days. No autopsy was completed. Investigation results: the customer returned one 3-l cvc for evaluation. Signs of use were observed on the catheter body and inside the extension lines. Visual inspection revealed the distal extension line separated adjacent to the luer hub. Remains of the extension line molding were visible inside the luer hub. It was noted that the returned catheter is a 3-lumen 12frx16cm cvc, which does not match the finished good that was originally reported by the customer (3-lumen 12frx20cm). The customer was contacted to address this discrepancy; however, they were unable to clarify; therefore, the complaint was updated to reflect a "vascular unknown" product. Functional inspection of the catheter was performed per an IFU from a similar finished good ((B)(6)), which instructs the user, "flush each lumen with sterile normal saline for injection to establish patency and prime lumen(s)". The proximal and medial extension lines were flushed using a lab inventory syringe. The lines flushed as intended. A manual tug test confirmed the proximal and medial lines were fully secured onto the respective luer hubs. The IFU for the catheter involved with this complaint was not known; however, an IFU from a similar kit was reviewed ((B)(6)). This IFU states, "do not secure, staple and/or suture directly to outside diameter of catheter body or extension lines to reduce risk of cutting or damaging the catheter or impeding catheter flow. Secure only at indicated stabilization locations". Through the complaint investigation, visual analysis revealed that the distal extension line had separated adjacent to the luer hub and extension line remains were found within the luer hub. It was determined the observed issue falls within scope of an open CAPA for which solution development and implementation activities are in process. Teleflex will continue to monitor and trend reports of this nature. Corrected data: section d.1.-brand name corrected to 'arrow cvc set: 3-lumen' section d.4.-catalog# corrected to 'vascular unknown' as the customer could not confirm the exact catalog number. Section d.4.-model# removed. Section d.4.-unique identifier (UDI)# removed. Section h.1.-type of event changed to 'serious injury' based on additional information received.

Event description:
It was reported that "the line was located in the patient and being used for dialysis, the third port was being used for vasoactive medication to support the patients blood pressure. It was noticed that the hub/port of this third lumen had become detached from the line which the medication was attached to leading to abrupt discontinuation of the medication leading to patient compromise."